Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that a needle defect occurred during use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "the patient reported that she was unable to inject the medication with the needle but used a different needle from another kit. The patient experienced the difficulty at the point of injecting the medication, which means that she had already successfully operated the syringe/plunger to extrude the diluent into the vial and withdraw the reconstituted drug product."